Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the likely cause of the issue was the quality of the scan. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: system serial number provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device serial number and UDI unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is dependent on serial number and is therefore unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system was unable to register using images from a xoran scanner. The site thresholded the model and attempted both trace and 3 point trace with no success. A manufacturer representative who was present said the model looked good and did a wide trace pattern but did not pass. The use of navigation and imaging was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.